Manufacturer narrative:
H3: device evaluation: the lens was returned dry, in a lens case, with residue on lens. Visual inspection found the haptic torn and with residue on lens. Claim # (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm tmicl13.2 implantable collamer lens, -15.50/+1.5/090 (sphere/cylinder/axis), in the patients right eye (od) on (B)(6) 2021. The lens was explanted on (B)(6) 2021 due to angle closure and elevated intraocular pressure (iop). Another lens was not implanted. The iop was first lowered with paracentesis and tamponade icl/refill a/c-fluid with iop increasing after 1 hour. Post-op corneal edema, dilated pupil, optic nerve not pale at this time but concerned at long tern corneal and optic nerve health. Patient was taking kratom-cholinergenic blocker alpha agonist; possible opiod effects.